Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (damaged response buttons) was confirmed. Upon investigation, the rear response button was not functioning properly. The response button's metallic dome was missing. The root cause for the missing dome was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned monitor sn (B)(4) and reported that it had damaged response buttons.